Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a rotator cuff procedure on (B)(6) 2013. During the procedure, the tip of the bipass disposable pusher fractured. The fractured piece had to be retrieved from the patient. A new bipass disposable pusher was used to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to excessive force. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "do not apply excessive force to the pusher actuator. Repeat step 3a if necessary to avoid excessive force."